Event description:
Device issue: unable to advance balloon on the wire. Time of device issue: during the procedure. Adverse event: none. It was reported that during the procedure, the non-abbott balloon catheter was unable to advance over the guide wire. The guide wire was removed and when touched, bulges could be felt on it. A second guide wire was used and the non-abbott balloon catheter advanced to the lesion. There were no reported adverse patient effects. No additional information was provided. During return device analysis, the shaping ribbon was observed to be protruding out from the coils.

Manufacturer narrative:
(B)(4). Evaluation summary: the guide wire was returned with no blood and contrast visible. There were multiple bends in the shaping ribbon and core proximal to the tip ball. The proximal end of the shaping ribbon was protruding out from the coils, for a length of 4 mm. The tip coils were pushed distal to the center solder, for a length of 2 mm. There were overlapping and offset intermediate coils proximal to the center solder, for a length of 12.1 cm. This damage to the coils is likely the reported bulges felt on the wire. There was no other damage noted to the guide wire. The outer diameter of the guide wire was measured with a hole gauge. The guide wire could not be front loaded or back loaded due to the protruding shaping ribbon. This did not meet manufacturing criteria. The tip was tugged on to verify that the core and shaping ribbon were intact. Analysis confirmed the difficulty positioning the balloon catheter over the guide wire, as an attempt was made to advance the returned guide wire through a new balloon catheter, since the balloon catheter, but the guide wire would not advance through due to the protruding shaping ribbon. The damage observed to the shaping ribbon can occur due to, but is not limited to, wire manipulation that causes the intermediate coils to be stretched out and overlapped, pushing the intermediate coils distally and pushing the edge of the proximal end of the shaping ribbon. Potential causes for the other tip damage (bends/offset coils) can include damage during manufacturing, removal technique from the dispenser, damage during preparation, and/or during use of the product. No damage to the guide wire tip and coils were reported prior to use, which could indicate that the damage was likely not pre-existing. Once the guide wire coils become offset and overlapped, this would increase the outer diameter of the guide wire, potentially resulting in resistance between the inner guide wire lumen of the balloon catheter at the section of the coils that are overlapped/damaged. The balloon catheter was not returned, which may have aided in the evaluation, as it is also possible that damage to the guiding lumen may have contributed to the reported resistance. A review of the lot history record was performed and indicates that this lot met all manufacturing release requirements and there are no non-conforming material records (ncmrs) associated with this lot number. Overall, based on the case description and the returned product, a conclusive cause cannot be determined, however, there is no indication of a product quality deficiency. Product performance engineering will monitor the incident circumstances. Manufacturing inspects 100% of the guide wire tips after they are loaded into the dispenser, and performs 100% outer diameter inspection of all devices prior to packaging. Additionally, quality control performs on line reliability testing to verify product quality.